Event description:
It was reported that the patient arrived in the emergency room with acute right sided chest pain and shortness of breath. By CT scan it was determined the right atrial (ra) lead had perforated the right atrial appendage and was into the right lung. Thoracotomy was done to access the ra lead from the exterior. The lead was disconnected. The lead was cut at the tip and removed from the tip side through the right atrium. The lead was not replaced and the device was programmed to vvi. No further complications were noted as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was blood on the distal electrode, there was blood on the proximal conductor (not obstructed), the proximal conductor was distorted, there was tissue in the distal electrode, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.